Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a persistent application error message stating, ¿values expired, bolus calculator needs to be updated,¿ which prevented administration of a bolus. The issue persisted despite multiple troubleshooting steps, including updating the ios application, restarting the mobile device, and force-closing and reopening the application several times. The patient was unable to proceed with bolus delivery due to the repeated error message. Blood glucose values were not reported.